Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during lumbar catheter insertion for csf drainage, the hermetic lumbar catheter, closed tip (ins5010) was damaged during insertion resulting in dissection of the catheter which was pulled out and replaced. There was no patient injury and approximately 10-15 minutes delay resulted as once they realized the problem they got a new drain.

Manufacturer narrative:
Updated fields: b1, b2, g3, g6, h1, h2, h6, h11. Additional information has been received as follows: 1. It was reported that the damage occurs during insertion. It seems that the damaged part would be inside the patient's lumbar area. When and how was the damage noticed? It was noticed while placing the drain. 2. I did not see the missing (transected) part of the catheter in the photos provided. Was it inside the patient (lumbar area)? The part was originally retained in the patient. The patient had to have a surgical procedure to remove the piece. 3. Please return all the device's components/parts if possible (at least guidewire and tuohy needle). These must be evaluated as well to have a better understanding of possible root cause. The additional pieces were discarded.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h1, h2, h3, h4, h8, h11. The hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) - the DHR of the suspected fg lot 7537281 was reviewed and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Failure analysis - as part of our investigation, we attempted to get additional information about the event, for example, how the damage was noticed if the catheter was inserted in the patient and was not observable by sight; however, they only replied that it was noticed while placing the drain. The evaluation showed that about 3.6 inches of tubing were missing from the distal end of the catheter (distal to surgeon). This section of the catheter was not returned for evaluation. The catheter portion that was returned was visually inspected and about 1.5 inches of the catheter¿s tubing surface was shaved off. The device tuohy needle was not returned with the catheters, but another tuohy was used for comparison purposes. The beginning of the shaved off section perfectly aligns to the shape of the tuohy needle¿s entrance where the catheter would be caught if pulled through it; then the segment continues to thin down until it finally broke off. The complaint is considered confirmed for the reported condition ¿damaged during insertion.¿ root cause - the complaint is considered confirmed, and the most probable root cause for the reported event is related to insertion and/or catheter positioning technique: the catheter was pulled back or withdrawn through the tuohy needle, for example, to reposition or extract the catheter. This type of action will most probably cut the catheter. The product IFU provides the following cautions: ¿ silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters. ¿ to avoid damage to the catheter, do not withdraw the guidewire without first removing the tuohy needle. ¿ hold the catheter securely at the exit site during needle and guidewire removal to prevent catheter dislodgement. ¿ follow these points to aid needle and guidewire removal and to prevent damaging the catheter: hold the entire length of the catheter straight during needle and guidewire removal do not squeeze the catheter. Excessive compression will increase the difficulty of guidewire removal. Withdraw the guidewire slowly. If the catheter becomes twisted or seizes the guidewire, stop. Allow the catheter to relax and return to its original shape. Slowly start again, being sure to hold the catheter at the exit site. ¿ to avoid possible transection of the lumbar catheter, the catheter should never be withdrawn though the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. No corrective action is necessary since the root cause for the reported event is related to insertion and/or catheter positioning technique: the catheter was pulled back or withdrawn through the tuohy needle, for example, to reposition or extract the catheter. No complaint trending signal has been reported for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.